Event description:
Reporter recently purchased this product and in their opinion it should not be sold on the market. The thermometer did not read the temperature after flexing the tip as indicated on the package. Rptr feels that if it is a good product it should work as noted. Rptr asks if it is even accurate.